Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 9616656-2021-00006 was sent in error. Issue was determined to be "damaged or open package (shelf carton or case) / seal where sterility is not compromised", this is not considered to be a reportable malfunction.

Event description:
It was reported prior to use with bd pen needles 31x8 the device was broken. The following information was provided by the initial reporter, translated from french to english: the customer declares having received 1 bd microfine ultra cip: 2110448 damaged in intact standard package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported prior to use with bd pen needles 31x8 the device was broken. The following information was provided by the initial reporter, translated from french to english: the customer declares having received 1 bd microfine ultra cip: 2110448 damaged in intact standard package.